Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported corneal edema observed at three days post lasik procedure of the left eye.

Manufacturer narrative:
The system history review shows that the laser was verified successfully prior to the day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Log file review shows all laser system functions were within specifications for the respective treatment. No technical root cause was identified as the device was found to be within specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, the reporter indicated the patient was treated with increased eye drops and edema has resolved.